Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported the patient underwent a right total knee arthroplasty on (B)(6) 2001. Subsequently, a revision procedure was performed on (B)(6) 2003 due to unknown reasons. A review of invoice history reveals the tibial stem and tray, and the polyethylene bearing were removed and replaced. It was further reported the patient underwent a left total knee arthroplasty on (B)(6) 2001 due to screw malpositioning and wear of the polyethylene bearing. During the procedure, the screw was removed, the patella was resurfaced and the polyethylene bearing was removed and replaced.

Event description:
It was reported the patient underwent a right total knee arthroplasty on (B)(6) 2001. Subsequently, a revision procedure was performed on (B)(6) 2003 due to unknown reasons. A review of invoice history reveals the tibial stem and tray, and the polyethylene bearing were removed and replaced. It was further reported the patient underwent a left total knee arthroplasty on (B)(6) 2001. Subsequently, a revision procedure was performed on (B)(6) 2015 due to screw malpositioning and wear of the polyethylene bearing. During the procedure, the screw was removed, the patella was resurfaced and the polyethylene bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to correct the event description.

Event description:
It was reported the patient underwent a right knee arthroplasty on (B)(6) 2001 and a left knee arthroplasty on (B)(6) 2001. Subsequently, the patient underwent a left knee revision on (B)(6) 2003 due to unknown reasons. The stem, tibial tray and tibial bearing were removed and replaced. Patient underwent a second left knee revision on (B)(6) 2015 due to screw malpositioning and poly wear. The screw was removed, the patella was resurfaced and the tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.there are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces. " this report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2015-01677 /-01678 /-01679).